Manufacturer narrative:
Additional contact: (B)(6). Address: (B)(6). Name: (B)(6). Email: (B)(6).

Event description:
Information was received indicating that while in use of the smiths medical cadd legacy pump exhibited error 1870. No patient consequences were reported. No adverse effects were reported.